Event description:
Reported issue: a foley that came from the or, size 6 french came out during routine foley care. Evaluation of the foley showed that the balloon was popped. There was no injury.

Manufacturer narrative:
Qn#(B)(4). An actual sample was returned for investigation. Visual examination was conducted on the returned sample shows no obvious defect except the balloon had burst. Further investigation was conducted by reviewing the balloon part under high magnification lens with 50x magnification on the actual sample. Based on the photograph provided, no obvious abnormalities were observed on the returned sample. Burst balloon may happen due to various reasons such as contact with sharp object during use i.e contact with clamper, kidney dish/tray, overinflating or contact with contradict lubricants such as oil based antiseptic phenols or their derivatives, grease, petroleum jelly, petroleum spirit, paraffin or other relative compounds. In current standard operating procedure, the products are subjected to 100% visual inspection and any defective raw balloon will be culled out before sent to the next process. Upon completion of assembly process, the finished catheter will be again subjected to 100% balloon inspection and 20 minutes leak test. Catheters with defective balloons will be culled out. In conclusion based on the investigation conducted, no abnormalities were observed on the returned sample except the balloon was already burst. Burst balloon happened could be due to such reasons as had in contact with sharp objects or any substance that may deteriorate the balloon itself. Therefore, this complaint is not confirmed.

Manufacturer narrative:
(B)(4). The device investigation is pending and a follow-up report will be submitted when it is completed.

Event description:
Reported issue: a foley that came from the or, size 6 french came out during routine foley care. Evaluation of the foley showed that the balloon was popped. There was no injury.